Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, episodes of noise on the right ventricular (rv) pacing lead were observed resulting in inhibition of pacing. The patient was pacemaker dependent. The rv lead was capped and replaced. The patient was stable. Further information was requested but not received.